Event description:
It was reported that the patient presented for device upgrade. Prior to the procedure it was observed that the pacing impedance of the right ventricular lead had gradually increased over the past several years. It was also noted that the capture threshold was elevated. Fibrosis at the lead tip was suspected. The lead was explanted and replaced. The patient was stable before, during and after the procedure.